Event description:
Patient's care giver noted that the pump was not infusing as scheduled. Patient went to the hospital's infusion center and it was noted that the pumps internal clock only advanced 40 minutes instead of 2 hours.====================== health professional's impression======================unknown